Event description:
Reference number (B)(4). Event occured in united states. It was reported that the patient experienced an infusion set occlusion issue on 02-jan-2026, as the customer stated that he had scar tissue at insertion site, leading to occlusion alarm. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR - 3003442380-2026-06495 - device 1 of 2.